Event description:
Related manufacturer reference number: 2017865-2024-34743 it was reported that noise on right ventricular (rv) and right atrial (ra) leads were noted during unrelated procedure. The patient experienced syncope and pauses. The leads were capped and replaced on (B)(6) 2024. New system was implanted on right side as the patient was occluded on left side. The patient is in stable condition.